Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which was experienced during evaluation. The undetected upstream occlusion was confirmed and caused by a failed upstream sensor. The failed upstream sensor was replaced. Additional information: device alarm system issue.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.